Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 215 mg/dl. The customer mother reported that customer was helping the grandfather into car and the car door was shut on the pump. When troubleshoot was performed and the customer reported that solid white with black squiggly lines on screen. Customer states the display was blank less than 30 seconds. Customer states display is blank currently. The insulin pump will be returned for analysis

Manufacturer narrative:
Unit was received with partial white display with black lines due to cracked lcd glass. Unable to perform displacement test and self-test due to display anomaly. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling end cap address label.